Manufacturer narrative:
It was reported that the handlebar is turned completely sideways which is causing the customer to constantly fall. Customer states her hip and leg are hurting. Per the customer "wheels turn more than 90 degrees" causing device to be "wobbly". Foot pain was also reported but the customer reported no visit to the doctor related to the falls or other injury. Customer also states she has nerve damage on their hands and having difficulty steering the unit and the unit ends up turning too much. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the handlebar is turned completely sideways which is causing the customer to constantly fall. Customer states her hip and leg are hurting. Per the customer "wheels turn more than 90 degrees" causing device to be "wobbly".